Manufacturer narrative:
The oad was received with the guide wire still engaged. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed embedded within the driveshaft and crown. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The initial visual and tactile examination of the exposed sections of the guide wire did not reveal any damage. Further examination revealed that the spring tip remained intact and undamaged. No biological material observed on the spring tip or shaft. The guide wire was removed distally from the handle assembly with minor resistance. The returned guide wire was loaded through the device without issue. The oad was tested and spun at low and at high speed with no abnormalities observed. The device and components functioned as intended. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. At the conclusion of the failure analysis investigation, the cause of the patient complications could not be determined. (B)(4).

Event description:
It was reported that during a coronary atherectomy procedure, the patient went into ventricular fibrillation (v-fib). The target lesion was 10 mm in length, 95% stenotic and was located in the right coronary artery (rca). The physician used a 6fr introducer sheath, workhorse guide wire and an al 0.75 guide catheter to access the lesion. The workhorse guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The oad was advanced just proximal to the lesion, but at that time the patient went into v-fib. The patient was defibrillated and stabilized. The procedure was completed via balloon angioplasty and stent deployment. It should be noted that the csi device was loaded into the patient, but was never turned on. Additional information has been requested, but none has yet been received.